Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot number 475425), is related to case with patient identifier (B)(6) (test strip lot number 474751).

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 53 mg/dl (test strip lot number 474751) and 216 mg/dl (test strip lot number 475425). No adverse event reported. The test strip lot number (475425) is not expected to be returned for product evaluation.